Manufacturer narrative:
A visual analysis found that the cutting wire (needle) of the needle knife was broken, blackened and melted. The distal section of the catheter was also blackened and melted. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors encountered during the procedure that most likely limited the integrity of the device. It is possible that an excess voltage applied during the procedure could have caused the damage found. Therefore, the most probable cause is 'operational context.' A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is no evidence that the device wan not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when trying to cut the tissue using the needle knife, the needle got embedded in the tissue and got detached from the catheter. The detached part was successfully retrieved using biopsy forceps. Reportedly, the procedure was already completed when the malfunction occurred. Additionally, there were no other issues noted with the rx needle knife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when trying to cut the tissue using the needle knife, the needle got embedded in the tissue and got detached from the catheter. The detached part was successfully retrieved using biopsy forceps. Reportedly, the procedure was already completed when the malfunction occurred. Additionally, there were no other issues noted with the rx needle knife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.